Event description:
Reporter's institution had an air injection using a mallinckrodt syringe on a medrad injector. An unknown-quantity of air was injected. The plunger was tilted and allowed air into the syringe. They have pulled the mallinckrodt syringes from the shelf pending a quality investigation. Lab tech stated that there was not an air injection and that what she observed was leakage past the plunger. She reported that she pulled back the plunger to assure that she was in the vein before injection. When she started the injection she noticed fluid leaking past the plunger from the ID of the barrel on the syringe. Hospital report describes an infiltration with pt injury which is contradictory to earlier reported info. Injector is a medrad and reported device code indicates "delivery inaccurate". The injector determined contrast delivery accuracy.